Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins had been overdischarged in the past which caused their first strike against their battery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the implantable neurostimulator (ins) died in (B)(6) 2017 and the patient had last felt stimulation in april. It was reported that the implantable neurostimulator (ins) seemed like it was not holding a charge in (B)(6). The patient had moved and since their pain was more ¿live-able¿ and easy to deal with they had forgotten to charge the implant. The patient had not charged the implant because they had not used the therapy a lot since moving. The patient had tried charging but was unable to a couple of weeks prior to the call. It was reported that the patient¿s pain started in 2003. The ins was implanted in 2013. Additional information was received from the consumer on (B)(6) 2017 indicating that they were in contact with their health care professional (hcp) and would be setting up an appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.